Manufacturer narrative:
The lot number of the device was not reported; therefore, the device manufacture and expiration dates cannot be determined. (B)(4). Literature source:de la serna-higuera, carlos, et al. "Eus-guided transenteric gallbladder drainage with a new fistula-forming, lumen-apposing metal stent." Gastrointestinal endoscopy 77.2 (2013): 303-308. Doi: http://dx.doi.org/10.1016/j.gie.2012.09.021. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of an event involving a cold axios stent and delivery system through the article ¿eus-guided transenteric gallbladder drainage with a new fistula-forming, lumen-apposing metal stent¿ written by carlos de la serna-higuera, et al. According to the article, the study took place between june 2011 and march 2012. In one patient, the axios stent was being placed transgastric to the gallbladder to treat cholelithiasis. However, stent placement failed due to uncontrolled stent release with accidental traction over the catheter shaft, which led to complete deployment into the gastric lumen. The article did not provide any further details regarding this event. Should any additional relevant details become available, a supplemental report will be submitted.